Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0955-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. Retainer = clear. The pump was returned because of a critical pump error (open book) alarm near 06/30/2021 (event date).I am going to:upload firmware utilizing crest and then download the trace/history files and bootloader traces utilizing thus.review the downloaded trace/history files or bootloader trace files for root cause of the critical pump error (open book) alarm. Perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test. Perform a visual inspection of the electronic assembly, motor, and force sensor for physical damage or moisture damage and then measure the force sensor zero offset. Conduct a visual inspection for cosmetic damage and verify that a test p-cap locks into the reservoir compartment properly.the pump was received with a critical pump error (open book image) alarm after battery installation. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. Unable to interrupt critical pump error (open book) alarm to download firmware using crest. Moisture damage was found on the electronic assembly (pcba 1 and pcba 2), the motor and force sensor during visual inspection. Cleaned pcba 1 and pcba 2 with isopropyl alcohol with no effect. A test case, pcba 1, motor, and force sensor was swapped out and successfully downloaded firmware utilizing crest and successfully downloaded the trace/history files using thus. A review of the downloaded long trace files show multiple sequential critical error handling alarms confirmed on the long and detail trace files. Pump error 63 with variable (21) alarmed [06/10/2021 at 20:12 and 8:23] and pump error 4 alarmed [06/10/2021 at 8:23]. Therefore, unable to find variable number associated with pump error 63 alarms. Critical pump error (open book) alarm, pump error 4 alarm, and pump error 63 alarms are due to moisture damage on pcba 1. The force sensor zero offset is within specification (23.1 mv). A test p-cap does lock into place inside the reservoir compartment properly.the following were noted during visual inspection: cracked select button keypad overlay, stained keypad overlay, serial number label peeling and faded, cracked retainer, scratched case, pillowing keypad overlay, case cracked behind the pump near the battery compartment and cracked battery tube threads. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information related to medical device problem code has been updated and provided in h6 section of this report. The information related to occupation has been updated and provided in e3 section and g2 section also updated of this report.

Event description:
The device was returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error and open book image. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The initial report and or supplemental report had the incorrect aware date. The correct aware date is 24-jan-2023 occupation has been updated and provided with this report in section e3. The initial report was submitted with missing information. The information had been updated and provided with this report in section b5. Component code has been updated and provided with this report in section h6.

Event description:
The device was returned for analysis.

Manufacturer narrative:
The insulin pump was returned because of a critical pump error (open book) alarm near (B)(6) 2021 (event date). I am going to: upload firmware utilizing crest and then download the trace/history files and bootloader traces utilizing thus. Review the downloaded trace/history files or bootloader trace files for root cause of the critical pump error (open book) alarm. Perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test. Perform a visual inspection of the electronic assembly, motor, and force sensor for physical damage or moisture damage and then measure the force sensor zero offset. Conduct a visual inspection for cosmetic damage and verify that a test p-cap locks into the reservoir compartment properly. The insulin pump was received with a critical pump error (open book image) alarm after battery installation. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. Unable to interrupt critical pump error (open book) alarm to download firmware using crest. Moisture damage was found on the electronic assembly electrical board 1 and electrical board 2, the motor and force sensor during visual inspection. Cleaned electrical board 1 and electrical board 2 with isopropyl alcohol with no effect. A test case, electrical board 1, motor, and force sensor was swapped out and successfully downloaded firmware utilizing crest and successfully downloaded the trace/history files using thus. A review of the downloaded trace/history files show multiple sequential critical error handling alarms. Pump error 63 alarmed [06/10/2021 at 20:12 and 8:23] and pump error 4 alarmed [06/10/2021 at 8:23]. Critical pump error (open book) alarm, pump error 4 alarm, and pump error 63 alarms are due to moisture damage on electrical board 1. The force sensor zero offset is within specification (23.1 milivolts). A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during visual inspection: cracked select button keypad overlay, stained keypad overlay, serial number label peeling and faded, cracked retainer, scratched case, pillowing keypad overlay, case cracked behind the pump near the battery compartment and cracked battery tube threads. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.